Manufacturer narrative:
Return requested. Replacement spinous process tall clamp shipped to site 09/22/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site medical representative that, while in a spine procedure, their reference frame holder did not open and became stuck on the patient's posterior spinous process. Two surgeons decided to remove the part of patient's posterior spinous process to remove the reference frame. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was reported to be less than one hour.

Manufacturer narrative:
Additional information: although a specific cause of the reported incident was unconfirmed as the part was not received to the manufacturer, an investigation into returned parts with similar reported malfunctions was completed via CAPA investigations. The CAPA investigations found that the spine clamp issue occurs when the user applies torque to the clamp screw that is greater than the weld strength to the captive clamp washer. Excess torque can force the washer to dislodge. Once the washer is dislodged, the clamp screw can be fully disengaged from the instrument. If the washer is disengaged, but the clamp screw is threaded into the instrument, the clamp screw will function for spine clamp application to the spinous process, but the lack of a washer will prevent the clamp from opening. Based on the results of the tests, it can be concluded that the root cause of the failure occurs when the spine clamp¿s drive mechanism is opened by the user to the design travel limits, and then the clamp screw is further torqued by the user in an attempt to open beyond the travel limits and a torque of greater than or equal to 2.72nm is applied. A modified design of the spine clamp was created to help prevent the user from applying excessive torque to the clamp washer when fully open. This prohibits the washer from breaking free of the clamp screw, preventing the clamp from demonstrating the failure mode discovered in the reported incident.